Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon interrogation, the pulse generator exhibited backup vvi operation. Due to low battery status, further troubleshooting could not be performed. The device was explanted and replaced. The patient was in stable condition during and post operation.

Manufacturer narrative:
No conclusion code available; final analysis found nmi and checksum error to be the cause of field complaint backup vvi operation. The cause of nmi and checksum error could not be determined.